Event description:
It was reported that the procedure was to treat an unknown coronary artery. The 3.0x23 mm xience xpedition stent delivery system was advanced to the lesion; however, the stent implant could not be visualized on angiography. The stent implant was found shrivelled on the mandrel. There was no resistance felt during removal of the protective sheath from the catheter. A new xience xpedition was used without issue to complete the case. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
Subsequent to the previously filed medwatch report, new information received states that this was an urgent procedure to treat a lesion located in the non-tortuous, non-calcified, mid left anterior descending artery. The stent dislodged when removing the protective sheath and remained on the stylet. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4) - failure to follow steps. Correction: the device was initially reported as returning, but has now been reported as not returning as it is being retained by the hospital. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified. It should be noted the instructions for use (IFU) states: prior to using the xience xpedition everolimus eluting coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted.